Manufacturer narrative:
(B)(4) g2: foreign - event occurred in brazil. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately 6 months post implantation due to pain, instability, and loosening. Attempts have been made and no further information has been provided.